Event description:
It was reported that the patient received a possible inappropriate shock for atrial fibrillation (af) with rapid ventricular response detected by the cardiac resynchronization therapy defibrillator (crt-d) as ventricular fibrillation (vf). It was also noted that the right atrial (ra) lead exhibited undersensing. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.